Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the suspect device developed a leak and did not cycle off exhalation. The issue occurred during patient use, in adult mode, and the customer did not provide any other settings at this time. The customer reported an audible alarm was present. The customer reported the patient was placed on an alternate vent unit, and no patient harm is associated with the event.